Event description:
An eye care professional reported a peripherally located (7 o'clock position) corneal ulcer and abscess in the left eye of a patient associated with wear of focus dailies toric contact lenses. The patient experienced moderate pain. The doctor prescribed corticosteroid theapy, ciloxan with cicatrisation and 15 days of fluconazole. Scarring was expected. There was no reduction in visual acuity. No further information is available.